Event description:
Needle broke off in skin [medical device complication]. Case description: medical device info: class iia. This spontaneous report, received from a consumer in the unites states and reported as "needle broke off in skin", it concerns a female patient treated with novofine 30 (disposable needle) for "diabetes mellitus". A woman reported that the novofine needle broke off into her leg while performing her insulin injection on (B)(6)2008. She stated that she went to the physician and had it surgically removed on (B)(6) 2008. The woman declined to provide any further info regarding the event and also declined to provide her physician's contact info. The overall outcome was reported as "recovered". This is a combined initial and final report, as no further info is expected. Novolog flexpen is reported as concomitant medication. Reporters causality: unknown. Novonordisk causality: reportable. Memo reportable: no.